Manufacturer narrative:
Further information on the event is currently being solicited. If additional information is provided it will be submitted in a follow up report. The device has been requested to be returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that on (B)(6) 2024 the patient was hospitalized at the emergency room (ER) of (B)(6) hospital after a fight that caused a severe nosebleed. For issues unrelated to diabetes, the patient was transferred and hospitalized to (B)(6) hospital in (B)(6). On (B)(6), the patient¿s cerebral death was declared and on (B)(6), the patient was deceased. According to the patient's health care professional (hcp) from (B)(6) hospital, a bolus dose was administered using the patient's dash personal diabetes manager (pdm) by the patient¿s family or friends, prior to the patient¿s admission to ER. The hcp stated to insulet during a follow-up call on (B)(6) 2024 that the patient¿s blood glucose values at the time of the bolus administration are unknown. Reportedly, the patient was not wearing his continuous glucose monitoring sensor at the time of admission. The hcp stated to insulet that it is unknown how the pdm was used and unconfirmed that it was used correctly. Insulet is requesting for the pdm to be returned for investigation.